Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a literature article regarding the impact of high-pressure balloon aortic valvuloplasty (hp-bav) and bioprosthetic valve fracture (bvf) on the hydrodynamic result after a transcatheter valve-in-valve procedure. All data was collected from a single center ex-vivo (outside of the living body) analysis. No human patients were involved in the study. The authors performed hp-bav and bvf of three different non-medtronic surgical aortic valves with a labeled size of 21 mm. Transcatheter valve-in-valve implantation was conducted with 26 mm medtronic evolut r self-expanding transcatheter valves within the three different surgical valves. No unique device identifier numbers were provided. The evolut r was positioned inside each of the three surgical valves to measure hydrodynamic function before hp-bav. Then the evolut r was removed and hp-bav and bvf was performed on each of the surgical valves. Afterward, the same evolut r was expanded inside each surgical valve and the hydrodynamic performance was again recorded. After hydrodynamic testing, the authors evaluated the data of the evolut r inside the three different surgical valve types and noted varying degrees of the following issues: under-expansion of the evolut r valve frame and leaflet cusp folding (pinwheeling) when the leaflets were closed.